Manufacturer narrative:
H.6 investigation summary: this statement is to summarize the investigation results regarding a complaint that alleges false negative result when using kit grp a strep 30 test veritor (material # 256040), batch number unknown. Customer reported that initially, they observed 2 lines on the test device (control and test), inserted the test device in analyzer, and got a negative result. After that, they re-inserted the device right away, and got the negative result again; finally, they re-inserted it for the third time, and got a positive result. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing could not be performed because the batch number was not provided. Based on the primary investigation, it was understood that the customer tried to visually interpret the test result based on the test lines on the cartridge. Also, they reinserted the same cartridge multiple time into the analyzer. This test is not designed to read the results visually and the customers are instructed not to reinsert the same cartridge into the analyzer because it will give erroneous result. No photos or physical samples were received; therefore, no return sample analysis could be performed. This complaint was unable to be confirmed. Currently no adverse trend for false negative was identified. Bd quality will continue to closely monitor for trends.

Event description:
It was reported that while using the kit grp a strep 30 test veritor that there was a false negative. The following information was provided by the initial reporter: quantity received and quantity affected: 1. Was this issue involving patient or nonpatient samples? 1 patient sample was affected. Ver 256040 false neg for strep.

Manufacturer narrative:
Medical device lot #: unknown medical device expiration date: unknown device manufacture date: unknown common device name: antigens, all groups, streptococcus spp. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the kit grp a strep 30 test veritor that there was a false negative. The following information was provided by the initial reporter: quantity received and quantity affected: 1 as this issue involving patient or nonpatient samples? 1 patient sample was affected ver 256040 false neg for strep